Manufacturer narrative:
Limited information was reported: sinus and dehiscence 6 weeks post-op of initial placement of 10 ml's of cg. Doctor was taking patient back to or for i.d. Batch number is not known; therefore, it is not possible to perform any batch review. But general trends and complaint data does not indicate any batch-specific issue. More information have been requested from the complainant.

Event description:
Limited information was reported: sinus and dehiscence 6 weeks post-op of initial placement of 10 ml's of cg. Doctor was taking patient back to or for i.d. Batch number is not known, therefore it is not possible to perform any batch review. But general trends and complaint data does not indicate any batch-specific issue. More information have been requested from the complainant.

Manufacturer narrative:
Limited information was reported: sinus and dehiscence 6 weeks post-op of initial placement of 10 ml's of cg. Doctor was taking patient back to or for i.d. Batch number is not known, therefore it is not possible to perform any batch review. But general trends and complaint data does not indicate any batch-specific issue. The information provided related to the incident was too limited. Questions like patient characteristics, age, type of surgery, tests/laboratory data, radiographs etc. Cannot be answered. Due to the limited information provided, it is not possible to conduct a medical investigation at this time. Sinus formation and wound dehiscence may be considered potential complications of any surgical procedure. Risk assessment and precautions / potential adverse events / directions for use in instructions for use already cover the occurred event, and hence it can be concluded that there are no corrective actions required.

Event description:
Limited information was reported: sinus and dehiscence 6 weeks post-op of initial placement of 10 ml's of cg. Doctor was taking patient back to or for i.d. Batch number is not known, therefore it is not possible to perform any batch review. But general trends and complaint data does not indicate any batch-specific issue. No further information was received regarding the batch.